Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a transvaginal hysterectomy / bilateral salpingo-oophorectomy performed during mesh implantation. It was reported that following insertion, the patient experienced chronic pelvic and vaginal area pain, excruciating pain during intercourse resulting in inability to engage in any sexual intimacy, frequent urinary tract infections, severe pelvic inflammation and pressure, painful urination, difficulty making bowel movements, urinary retention, vaginal bleeding, bloody urine and severe incontinence, 20 urinary tract/bladder infections requiring antibiotics, physical pain and discomfort, entire quality of life has diminished after mesh was implanted, unable to do routine activities, weight gain due to severity of pain. It was reported that the patient underwent revision surgery on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011. It was reported that the patient underwent a bladder distention and bladder biopsy on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
.